Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Results: a sample or photo was not available for evaluation; therefore, the investigation was limited. A review of the manufacturing records was performed for the incident lot and no issues were identified. Conclusion: bd was unable to confirm the customer¿s indicated failure mode because no samples or photos were received to confirm the stated defect. (B)(4).

Event description:
It was reported that during use of the 4.0 ml bd vacutainer® plus plastic whole blood tube, the stopper/cap comes off and spills the contents that are in the tube. There was no report of medical interventions, exposure or injury.